Event description:
It was reported that the insulin pump buttons were unresponsive. Customer's blood glucose was 9 mmol/l. No further information provided.

Manufacturer narrative:
The insulin pump had no up arrow button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window, a broken belt clip slot, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.